Manufacturer narrative:
Investigation by manufacturer determined that a consistent lack of adequate disc prep resulted in the device being potentially undersized and not able to gain purchase to the vertebral endplate due to soft tissue. The addition of using a longer length than required by the patient anatomy caused the implant to not seat all the way anterior in the disc space. The device involved in this event was undersized and too long leading to the device potentially migrating or being "loose" in the disc space. The product event is unrelated to a device malfunction or defect. Device not received by manufacturer.

Event description:
Varilift-lx device migration 2 months post index surgery.